Event description:
Customer reported potential false negative urine hcg results with the (B)(4) performance hcg combo test-cassette pregnancy test on a few pts. The pts were seen by their physicians and obtained a positive test. Additionally, the customer reported that an employee took several tests with the medi-lab performance hcg combo test-cassette that was negative. She then bought a test at a local store a couple hours later and that result was positive. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.